Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and non-malignant pain. It was reported that there was no telemetry with the ins and the ins was replaced. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.